Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump was having issues fitting an administration set on the pump and difficulty taking it off. There were no reported adverse events.